Event description:
Related manufacturer reference number: 2017865-2021-38526. Related manufacturer reference number: 2017865-2021-38527. It was reported that the patient presented for a routine device exchange. Prior to procedure, device interrogation revealed that the atrial and right ventricular lead had noise and elevated capture thresholds. The leads were capped and replaced on (B)(6) 2021. The patient was stable post procedure.